Manufacturer narrative:
(B)(6). Explanted date: device was not explanted; province: (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had a case that was for the treatment of middle cerebral artery stenosis. The 6f guiding catheter was used to enter the common carotid artery through the common femoral artery. After the treatment, the angio-seal device was prepared to be used for vascular sealing. The nurse opened the product package after the puncture site angiography. The physician found that the bypass tube had come off and the sponge expanded, therefore it could not be used normally. The doctor changed the angio-seal device for a new one, and the operation was finished. There was no patient injury/medical, or surgical intervention required. The patient was in stable condition. Additional information was received on 23nov2020. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide a correction to section b4 as it was initially inadvertently reported as 08dec2020 when the correct date was 10dec2020.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6f angio-seal vip was returned for product evaluation. The hemostasis sheath, locator and carrier tube assembly were returned along with header bag. No other components were returned for evaluation. Visual inspection revealed that there were no anomalies on the locator or the sheath. The carrier tube assembly appeared to be unused and the bypass tube was attached at the distal tip enclosing the anchor but slightly off from its manufacturing position. The collagen appeared to be slightly swollen. There was a small kink observed on the carrier tube shaft just proximal to the slit holding the collagen. The complaint allegation of bypass tube detachment could not be confirmed but the complaint can be confirmed for kinked tube and swollen collagen based on the evaluation of returned sample. The bypass tube was present upon receipt. Off axis forces have been known to cause bends and kinks in the carrier tube assembly. These forces likely were caused by handling errors when either removing the carrier tube assembly from the packaging or handling of the device during the procedure. The damage to the carrier tube suggests the application of off axis force which could have also led to the slight off positioning of the bypass tube. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.